Manufacturer narrative:
Health effect impact code: f26, component code: g01003. D8. Was this device serviced by a third party? No. The complaint investigation for false negative architect sars-cov-2 igg and architect sars-cov-2 igm results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature and device history records. Return testing was not possible as returns were not available. Clinical specificity and sensitivity testing for reagent lots 23470fn00 and 22606fn00 was completed using an in -house retained sample of the complaint lots stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lots are performing acceptably. Device history record review on lot 23470fn00 and 22606fn00 did not identify any non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In this case, sid (B)(6) the initial test was negative for igg and igm, but when repeated, were positive for both (igg 4.54, igm 9.36). Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Per the architect systems operation manual probable causes of erratic results include; bubbles in tubing, loose tubing, leaks in the wash zone manifold, damaged/bent probes. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igm, lot 22606fn00 and architect sars-cov-2 igg, lot 23470fn00 were identified. Section d3 suspect medical device was updated including the phone number, email, and fax number section g1 all manufacturers was updated including the mfg site email and mfg site fax number.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06r86-32 that has a similar product distributed in the us, list number 06r86-30. Patient identifier: sid (B)(6). Please note this incident was previously reported under MDR 3008344661-2021-00008-00.

Event description:
Hold for review ce 3/22the customer reported false negative architect sars-cov-2 igg and sars-cov-2 igm results for a patient. The following data was provided on (B)(6) 2021, sid (B)(6) = initial result = sars-cov-igg = negative, sars-cov-2 igm = negative, repeat result = igg = 4.54 s/c (positive), igm = 9.36 s/c (positive). There was no impact to patient management reported.